Manufacturer narrative:
B5: additional information received at smiths medical 04-aug-2021: discovered during bench test. No patient involvement. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated, the front speaker would not work. The front piezo (speaker) was replaced, also replaced rear piezo as a preventative measure. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited no sound. No adverse effects reported.